Event description:
The customer reported that the mattress envelope has tears in it. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the large window a slider body is open. The mattress envelope patient surface has 3 three foot cuts in the vinyl. (B) (4).